Event description:
The patient received two scs leads from the same lot number. It was reported the patient complained his scs system stimulation has not been effective for several months. The patient stated he would like his scs system to be explanted due to other health reasons and for an MRI scan. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.